Manufacturer narrative:
Rigon, l., bove, f., izzo, a., montano, n., brusa, l., cerroni, r., de biase, a., di biase, l., d'alessandris, g. Q., genovese, d., pecoraro, p. M., peppe, a., rizzo, m., stefani, a., suppa, a., bentivoglio, a. R., calabresi, p., piano, c., <(>&<)> lazio dbs study group (2025). Concordance between imaging and clinical based stn-dbs programming improves motor outcomes of directional stimulation in parkinson's disease. Journal of parkinson's disease, 15(2), 409¿420. Https://doi.org/10.1177/1877718x241305725 a2. This value is the average age of the patients reported in the article as specific patients could not be identified. A3. This value reflects the gender of the majority of the patients reported in the article as specific patients could not be identified. B3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not provided in the published literature. B5. It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Correspondence has been sent to the author of the article inquiring about individual patient information and additional information regarding the reported events. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3389, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding "concordance between imaging and clinical based stn-dbs programming improves motor outcomes of dir ectional stimulation in parkinson¿s disease" the following medtronic devices were used: leadpoint 4 system, 3389 lead, and b33015 sensight lead. Reported events: 1. There was one lead replacement due to infection.